Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips from lot#: 0hpef04a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 3.2 mmol/l at 12:00 a.m. And 15.5 mmol/l at 12:05 a.m. On the contour next one meter. Additionally, at 12:25 p.m., the customer obtained blood glucose readings of 2.1 mmol/l and 9.6 mmol/l. The customer stated that in both scenarios the higher readings matched with how they were feeling. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.